Event description:
Customer reports black spots inside the filter. No pt involvement.

Manufacturer narrative:
(B)(4) unused administration sets of the listed lot number above was returned for investigation. A one hundred percent inspection was performed and identified that (B)(4) administration sets clearly had the "black spec" inside the filter. Filter was manufactured by filtertek. The (B)(4) administration sets were sent to (B)(4) for investigation. A f/u will be sent when new info is received from the manufacturer.